Event description:
It was reported that during an interventional stenting procedure, in the distal circumflex in a vessel described as heavy tortuosity, concentric and mildly calcified, the xience v 2.75 x 15 mm stent was deployed. Post dilatation was performed and it was noted that an edge dissection occurred. The physician attempted to deliver a xience v 2.75 x 8 mm stent, but it was unable to cross the lesion. The physician then dilated the area and again attempted to deliver the xience v 2.75 x 8 again which was still unable to cross. The device was removed without any reported resistance and upon visual inspection, found that the stent edge was flared. The physician then successfully implanted a promus 2.75 x 12 mm stent to cover the dissection. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the japan xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.